Manufacturer narrative:
Sjm has limited information related to the patent's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the scs system is not providing effective pain relief. Surgical intervention may be undertaken at a future date.